Event description:
It was reported that prior to use it was discovered that the plunger has greasy substance on it with a bd 10ml slip tip syringe. The following information was provided by the initial reporter: it was reported that syringes have greasy substance on the rubber portion of plunger.

Manufacturer narrative:
H.6. Investigation summary: three plastic zip lock bags were received, each marked with a batch # and containing three loose 10ml syringes. The samples were visually evaluated. The syringes were observed to have a small amount of silicone visible on the stopper surface. The amount of silicone observed is normal and expected quantity for this product per product specification. No defects were observed. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9322411. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-11-18. Medical device lot #: 0002168. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-02. Medical device lot #: 0022940. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-22." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger has greasy substance on it with a bd 10ml slip tip syringe. The following information was provided by the initial reporter: it was reported that syringes have greasy substance on the rubber portion of plunger.